Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) - the dentist reported that after 1 month and 10 days dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type ii, immediate load and immediate implant were performed and bone graft was executed.